Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a flush port broken. Scrub tech called and notified that the flush port was broken. Tech explained it happened when he flushed it. A new catheter was used to complete case without incidence. No patient complications occurred. The catheter has been received for analysis. It was further reported that the issue occurred during preparation of the device and the catheter did not enter the patient's body.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. The reported allegation of irrigation failure was confirmed, and the root cause for the separation was traced to a manufacturing deficiency. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a flush port broken. Scrub tech called and notified that the flush port was broken. Tech explained it happened when he flushed it. A new catheter was used to complete case without incidence. No patient complications occurred. The device has been received for analysis. It was further reported that the issue happened during preparation and the catheter had not entered the patient's body.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the flush port was broken. When the catheter was flushed the port became broken. A new catheter was used to complete case without incidence. No patient complications occurred. The device is expected to be returned for analysis.